Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8352-70; serial number: (B)(4); batch/lot number: 18462206; model/catalog description: coveredge x 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent a revision procedure wherein the ipg and lead were replaced. No device malfunction was suspected. The patient was doing well postoperatively.